Event description:
Tonight, I was about to use an always pure cotton with flexfoam sanitary pad purchased from costco. However, I discovered a soft steel wire approximately 1 cm long embedded inside the cotton layer of the pad, with part of it exposed. If I hadn't noticed this, it could have caused harm to my body. I do not believe this is a normal occurrence, and it poses a potential risk to consumers.